Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that she had high blood glucose because her insulin pump did not deliver the insulin all night. Customer stated that she tried to use the manual bolus and the insulin pump did not delivered the right amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.